Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead incurred conductor fracture and damage in the lead body which was confirmed through fluoroscopy. This lead was surgically abandoned. No additional adverse patient effects were reported.